Event description:
It was reported that the pt was implanted with the cable(s) at c6-c7 for posterior fixation after a trauma. It was reported that the cable broke approximately four and a half months post op. The revision surgery is pending at this time.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Post op x-rays show the cable is fractured at the right crimp sleeve. No clear bone graft material is seen. Mild subluxation appears at c6-c7 suggesting flexion destruction migrating with inter spine widening. Cable fracture could have occurred at angle between cling/loop and cable, which optimally should have been aligned. We are unable to determine the cause of the event without immediate post op films.